Event description:
The device had scissoring clips during a lap chole procedure. The device was being used under normal application and was not being fired over a catheter. Case was completed with the device, with no consequence to the pt.